Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that prior to the laparoscopic anterior resection procedure, generator gave an error code 5, the blade broke during diagnostic test at the exterior of the pt. All the pieces of the product were retrieved. Another instrument was used. No pt consequences.